Event description:
A low readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified low sensor scan results when compared to unspecified readings obtained on built-in meter. As a result, customer was unable to self-treat, requiring third-party treatment of "6 iu of novorapid insulin" by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event. Built-in result(s) of 230 and 180 mg/dl and sensor result(s) of 67 and 80 mg/dl were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report submitted. All pertinent information available to abbott diabetes care has been submitted.upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with use of the abbott diabetes care (adc) device. Customer received unspecified low sensor scan results when compared to unspecified readings obtained on built-in meter. As a result, customer was unable to self-treat, requiring third-party treatment of "6 iu of novorapid insulin" by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event. Built-in result(s) of 230 and 180 mg/dl and sensor result(s) of 67 and 80 mg/dl were plotted on a parkes error grid and fell into the "c" zone, showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.